Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer received a result in the 13.0-14.0 mmol/l range and a result of 6.1 mmol/l within 2 minutes on the aviva nano system. No adverse event was reported. The alleged product is not available to return for evaluation.